Event description:
It was reported that during the procedure it was discovered that the instrument set was incomplete, they were missing handles. They were not able to complete the surgery and had to delay until the parts arrived. The patient was woken up from anesthesia, and was anesthetized a second time, four hours later to complete the case. Additional information from the reporter determined that no incision had been made prior to bringing the patient out of anesthesia. There were no additional patient impacts reported

Event description:
It was reported that during the procedure it was discovered that the instrument set was incomplete, they were missing handles. They were not able to complete the surgery and had to delay until the parts arrived. The patient was woken up from anesthesia, and was anesthetized a second time, four hours later to complete the case. Additional information from the reporter determined that no incision had been made prior to bringing the patient out of anesthesia. There were no additional patient impacts reported.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn.

Manufacturer narrative:
This device is not cleared for use in or marketed within the us. It is a similar product to those cleared by k111301 under product code nkb. Similar to catolog number: 07.01632.402. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure it was discovered that the instrument set was incomplete, they were missing handles. They were not able to complete the surgery and had to delay until the parts arrived. The patient was woken up from anesthesia, and was anesthetized a second time, four hours later to complete the case. There were no additional patient impacts reported.